Manufacturer narrative:
Continuation of d10: 978b128, urinary stim lead, implanted (B)(6) 2025. 97800, urinary stim lead, implanted (B)(6) 2025. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead was 'fractured at the tight bend in the pocket'. It was also reported that the ra lead exhibited high impedance. During explant of the ra lead it was noted that the 'active fixation mechanism' was damaged and that the helix would not retract. The ra lead was explanted. No patient complications have been reported as a result of this event.